Event description:
The person with diabetes reported a sensor and infusion set detaching prematurely, pump reporting occlusions, tubing tearing off luer lock connector. No patient harm or no patient injury. The event occurred during infusion.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.